Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [implanted in patient] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that expired product was implanted into the patient. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of label. - the product label is inspected and noted the expiration date is printed as nov 2017 and product was implanted approximately 7 months after expiration date . The root cause of the event is determined to be user error as the product was not used before the provided label date. Sterility claims are not provided by zimmer biomet past the expiration date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.